Manufacturer narrative:
The ge healthcare service representative replaced the suction regulator, and the unit was returned to service.

Event description:
The ge healthcare service representative, during planned maintenance, discovered that the unit provided inadequate suction in the manual suction mode. There was no report of patient involvement.